Manufacturer narrative:
A4 is unknown. No product was returned for investigation. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition as the patient had difficult and tortuous anatomy preventing successful delivery of impella. The device passed all post sterile inspection checks.

Event description:
After closing the access site, low flow was noted down right arm. Vascular consulted. Decision made to place axillary stent to restore flow. Steering successful and flow restored.